Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the devices will not be returned as they were discarded. The information was confirmed with a physician/account.

Event description:
It was reported that a device site infection occurred at both the implantable pulse generator (ipg) pocket site and the sites where the leads were inserted for the implantable neurostimulator 977119 ngrc-ecaps magnetic resonance imaging (MRI) and two lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) devices. The infection required antibiotic treatment. Due to the infection, the entire system was explanted. The infection was ongoing and had not yet resolved at the time of reporting. The plan was to wait six months for the infection to resolve before considering re-implantation. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 26-jun-2023, UDI#: (B)(4); product ID: 9 77a260, serial/lot #: (B)(6), ubd: 26-jun-2023, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.